Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer over-corrected for a blood glucose (bg) of 497mg/dl and bg lowered to 40 mg/dl. Customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. There was no reported device issue. The customer drank juice and ate food to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.